Manufacturer narrative:
No ge service was performed. The malfunction was cleared by the customer. The system operates as intended.

Event description:
The customer reported that the 9800 system's c-arm was not functioning. No pt injury was reported.